Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to pain/non-auditory sensations with the device use. Reimplantation is planned but had not taken place at the time of this report.